Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a discrepant high inr result on coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek meter. The customer tested on the meter at 10:00 a.m. With a result of 6.0 inr. The customer contacted his doctor to get re-tested. At 10:20 a.m. The result from the doctor's meter using a different finger was 3.3 inr. The customer and doctor thought the result of 3.3 inr from the doctor's meter was correct. The doctor adjusted the customer's coumadin dose based on the 3.3 inr result and the customer was sent home. The customer's therapeutic range is 2.0 - 3.0 inr. No other treatment was necessary. No adverse event occurred. The customer felt fine. The customer is not anemic and is not on heparin or other direct thrombin inhibitors. The customer does not have anti-phospholipid antibodies. Around the time of (B)(6) 2018 the customer was on antibiotics for a pulled tooth. The customer has not had any diet changes and is not experiencing any bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.